Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic lithotriptor had errors that displayed. There was no patient involvement.

Manufacturer narrative:
Corrected field: h9 ¿ this report is being supplemented to correct information that was submitted in the previous report. An incorrect reference number was inadvertently provided in previous submission and has now been updated to reflect the correct reference number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.